Event description:
As reported by the edwards sales representative in france, during a transapical tavr, after balloon aortic valvuloplasty (bav) with the 20mm edwards bav catheter, the patient's blood pressure dropped suddenly and there was significant aortic regurgitation. The physician decided to emergently implant the sapien xt valve, but the patient's heat developed a total inefficiency. Despite resuscitation maneuvers, the patient expired after 60 minutes of direct cardiac massage. The cause of death was low blood pressure. Per the implanting physician, this patient had a very high risk score (nyha class iii heart failure, euroscore 20%).

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and the tavr procedure. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The root cause of the reported intraoperative hypotension in this case cannot be confirmed; however, the patient's ejection fraction (40%) in combination with significant underlying heart disease, anesthesia, procedural medications, and aortic regurgitation following bav likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.